Manufacturer narrative:
Follow-up # 1 ¿ (03/09/2015). The patient¿s meter and test strips have been returned on (B)(4) 2015, respectively, and evaluated by lifescan product analysis on (B)(4) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, a tertiary issue was noted when the test strip vial was found to be overlabelled by a third party. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when he noticed that the meter began to read inaccurately high. No results were provided by the patient. The patient manages his diabetes with oral medication, diet and/or exercise. He reported consuming more food and drink as a result of the alleged issue. He alleged, on date/time unknown, prior to the start of the alleged issue with the meter, developing symptoms of ¿shaking, sweating and no energy¿. He also alleged, date/time unknown, his pharmacist arrived and he self-administered a glucagon injection. The patient denied using any other device with which to test his blood sugar levels. During troubleshooting the csr established that the patient¿s meter had been set to the correct unit of measure and his test strips had been stored correctly. The patient did not have control solution with which to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high results on the subject meter, administered treatment based on the results he obtained, and reportedly developed symptoms suggestive of severe hypoglycemia. Although the patient¿s alleged symptoms started before the alleged issue with the meter, this complaint is, nevertheless, being reported because it cannot be ruled out that the meter had been reading inaccurately prior to the unknown date of the adverse event.

Manufacturer narrative:
Follow-up # 2 (03/20/2015) - correction.supplemental sent to correct information previously sent. The DHR results were omitted from supplemental #1.a DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.